Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported that the consumer experienced nauseas and dizziness, and when performed the injection, it was more intense and she had to stay lying down, however she had not recover verbatim: additionally, the patient experienced nauseas and dizziness, and when performed the injection, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The teriparatide treatment was interrupted on (B)(6)2019 due to the device problems. Complete verbatim: injection site pain in the left leg/ injected in the thigh, it stung, as it was burning a red ball also reported as redness, the size of a coin at the injection site injection site bruising in the abdomen pain in the hip, butt nausea, dizziness . This spontaneous case, reported by a consumer who contacted the company to ask question about the product and to report an adverse event and a product complaint (pc), with additional information received from a second consumer and from a company representative, concerns a 58 years-old-female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received teriparatide (forteo) (rdna origin) via pre-filled pen, unknown dose, frequency, route of administration and indication of use beginning on (B)(6) 2019. On unknown date, unknown time after starting the treatment with teriparatide, the device (lot d023081c / pc 4790791) and needle becton dickinson (dc) (lot number:8233916) from was leaking 5 to 6 drops, also reported as approximately 12 drops, after the injection from the abdomen, also reported as the pen was strange, was dripping. On unknown date, unknown time after starting teriparatide therapy, the patient experienced injection site pain in the left leg, also reported as when she injected in the thigh, it stung, as it was was burning, and there was a red ball also reported as redness, the size of a coin. It was reported that when she injected in the abdomen it did not happen, however, she experienced injection site bruising. Also, it was informed that the patient was injecting only in the belly. It was informed that patient was taking teriparatide at night because it was making her sleepy, and she was sleeping better. The patient was also experienced pain in the hip, also reported as butt, during the morning, and the pain got better during the day, it was reported as intermittent. Additionally, the patient experienced nauseas and dizziness, and when performed the injection on (B)(6) 2019, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The teriparatide treatment was interrupted on (B)(6) 2019 due to the device problems. As of (B)(6)2019, the patient had changed the teriparatide pen for a new one (lot number not provided), but she noted that after aplication of teriparatide some drops was leaking from medication and this issue previously reported had persist. This deviation occurred around ten needles bd. The patient had already disposed of them. The status of teriparatide treatment was unknown. The patient operated the device and it was unknown if the operator was trained. It was unknown how long the device model and the reported device had been used. The status of device return was unknown. The initial reporting consumer did not provide any relatedness opinion. The second reporting consumer related the benefit to sleep better to teriparatide, no other relatedness opinion was provided.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported that the consumer experienced nauseas and dizziness, and when performed the injection, it was more intense and she had to stay lying down, however she had not recover. Verbatim: additionally, the patient experienced nauseas and dizziness, and when performed the injection, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The teriparatide treatment was interrupted on (B)(6) 2019 due to the device problems. Complete verbatim: injection site pain in the left leg/ injected in the thigh, it stung, as it was burning. A red ball also reported as redness, the size of a coin at the injection site injection site bruising in the abdomen. Pain in the hip, butt, nausea, dizziness. This spontaneous case, reported by a consumer who contacted the company to ask question about the product and to report an adverse event and a product complaint (pc), with additional information received from a second consumer and from a company representative, concerns a 58 years-old-female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received teriparatide (forteo) (rdna origin) via pre-filled pen, unknown dose, frequency, route of administration and indication of use beginning on (B)(6) 2019. On unknown date, unknown time after starting the treatment with teriparatide, the device (lot d023081c / pc (B)(4)) and needle becton dickinson (dc) (lot number:8233916) from was leaking 5 to 6 drops, also reported as approximately 12 drops, after the injection from the abdomen, also reported as the pen was strange, was dripping. On unknown date, unknown time after starting teriparatide therapy, the patient experienced injection site pain in the left leg, also reported as when she injected in the thigh, it stung, as it was burning, and there was a red ball also reported as redness, the size of a coin. It was reported that when she injected in the abdomen it did not happen, however, she experienced injection site bruising. Also, it was informed that the patient was injecting only in the belly. It was informed that patient was taking teriparatide at night because it was making her sleepy, and she was sleeping better. The patient was also experienced pain in the hip, also reported as butt, during the morning, and the pain got better during the day, it was reported as intermittent. Additionally, the patient experienced nauseas and dizziness, and when performed the injection on (B)(6) 2019, it was more intense and she had to stay lying down, however she had not recover. Information regarding corrective treatment, exams and outcome for the remaining events were not provided. The teriparatide treatment was interrupted on (B)(6) 2019 due to the device problems. As of (B)(6) 2019, the patient had changed the teriparatide pen for a new one (lot number not provided), but she noted that after application of teriparatide some drops was leaking from medication and this issue previously reported had persist. This deviation occurred around ten needles bd. The patient had already disposed of them. The status of teriparatide treatment was unknown. The patient operated the device and it was unknown if the operator was trained. It was unknown how long the device model and the reported device had been used. The status of device return was unknown. The initial reporting consumer did not provide any relatedness opinion. The second reporting consumer related the benefit to sleep better to teriparatide, no other relatedness opinion was provided.